Manufacturer narrative:
The patient information is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, during the procedure, they successfully deployed the first five bands however, the sixth band would not deploy. It was reported that the physician was satisfied with the progress and ended the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.